Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 47 or 57 mg/dl at the time of the incident. The customer was given an unknown medication for a narcotic overdose to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump was to blame for the low. Troubleshooting was not completed as the customer wanted a trainer to go out them and assist with the pump. The insulin pump will not be returned for analysis.